Event description:
Customer reports discordant pco2 blood gas samples tested on two rp405 analyzers. There was no report of injury with the event.

Manufacturer narrative:
Samples tested were from the same pt and were collected approximately two hours apart. Discrepancy was not discovered until reviewing weekly pt results. The cause for these discordant pco2 results is unk.